Event description:
During cardiac catheterization, the percutaneous perclose closure device disassembled with part of it lodging in artery requiring arteriotomy under local to remove the fractured piece of the device.